Manufacturer narrative:
.

Event description:
It was reported that left hip revision surgery was performed due to metallosis and increased blood levels for cobalt and chromium. From 2009 to 2014 the patient presented different symptoms, including: cephalalgia, chest pain, multiple respiratory problems, abdominal pain, digestive issues (intolerance to solids and liquids and greenish vomit episode), weakness, functional impotence in both legs, paresthesia in all limbs, hypokalemia, progressive dyspnea and cough, positional vertigo, visual alterations, hypothyroidism, depression and neuropathic pain.

Manufacturer narrative:
This is a complaint reopened following receipt of additional device information. It was originally reported that left hip revision surgery was performed due to metallosis and increased blood levels for cocr. During the revision the bhr head and bhr cup were removed. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. The provided 280 pages of medical records mainly cover the time after the revision. The documents covering the time after implantation until the revision describe other comorbidities or health issued. The reported blood metal ions were documented within the provided documents. The provided medical record confirm the reported revision due to elevated blood metal ions, pain and metallosis. As no surgical reports (implantation or explantation), histopathological analysis of the tissue or x-rays were provided and assessment of potential factors leading to the reasons for the revision cannot be performed. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.